Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. (B)(6). A manufacturing evaluation was completed: the tip has been broken off. The screw is, otherwise, intact. The screw is whole and intact. The drive is generally in good condition. There is some light material displacement at both slots and at center. The top of the head is in good condition, as are the band and neck. The threads have been slightly deformed. This deformation is in the form of a slight compression of the major diameter that has rolled the major back towards the head. The flutes are in good condition. The tip has been broken off. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was delayed for ten minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw broke during implantation on the patient and 4 screw is not holding is screw driver shaft . No harm to patient. It delayed the procedure time, unknown how long. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.